Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 14 mmol/l, and the meter bg reading was 1.9 mmol/l. As a result of the auto-bolus, customer's blood glucose (bg) level lowered to 1.9 mmol/l. Customer consumed carbohydrates to address bg level. The customer was hospitalized; no treatment was provided. The hospital staff changed the customer's sensor. Customer was released from the hospital on (B)(6) 2025 with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.